Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the left subclavian artery was used as an access site with an 18fr introducer sheath. During the procedure, the patient developed cardiac tamponade, probably caused by perforation of the left ventricle. Pericardiocentesis was performed with aspiration of approximately 600-700 cc of blood. Blood transfusions were performed, after which it was decided to perform an aortic valvuloplasty. The valve was then implanted. Thereafter, the patient was hospitalized due to progressive and rapid hemodynamic deterioration with pulseless electrical activity (pea). The patient passed away due to cardiovascular causes. Per the physician, the valve did not cause or contribute to the patient's death however the procedure had a causal relationship.

Manufacturer narrative:
Continuation of d10: product ID corevalve (serial: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.